Event description:
During a resection of highly vascularized myomas, st segment depression was noted and the pt became tachycardic. The surgeon routinely works with a pressure of 100-120mmhg and a flow of 300ml. Therefore, sometimes between 6-9 liters of nacl. Irrigation fluid are used during the procedure. The report states that this is compensated for by the administration of lasix.